Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the power up test and the fan assembly was not functional. The probable cause for the s233 overtemperature psc alarm code was doe to a broken fan assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 over temperature psc malfunction alarm code. The device was returned to the biomedical dept with a note stating "s233 malfunction alarm." No specific pt info pump programming or event details were available. Ther were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the power up test and the fan assembly was not functional. No additional info was provided.